Manufacturer narrative:
Section d4: device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of damage to the modular cable was unable to be confirmed. The modular cable was not returned for analysis, and log files were not submitted for review. Multiple good faith efforts were sent to retrieve additional information regarding the lot number of the damaged modular cable, if exchanging the system controller resolved the issue, and if any product would be returning for analysis; however, no response was received. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate 3 instructions for use (rev. C) section 2 - ¿system operations¿ and heartmate 3 patient handbook (rev. D) section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. Heartmate 3 instructions for use (IFU) (rev. C), section 2 "system operations" (under "replacing the modular cable") provides instructions on how to replace the modular cable. Section 5 "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." Section 6 (under "caring for the driveline") instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 "alarms and troubleshooting" provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 "equipment storage and care" (under "cleaning the driveline") states, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Heartmate 3 instructions for use (rev. C) section 8 entitled ¿caring for the equipment¿ and heartmate iii patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook (rev. D) and heartmate iii instructions for use (IFU) (rev. D) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records for the modular cable were unable to be reviewed due to the serial number information not being provided. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient was in clinic with damage of modular cable. Ventricular assist device (vad) coordinator grabbed backup system controller to exchange to new modular cable. The new modular cable would not engage with the backup controller. Two clinicians attempted to insert the modular cable into the controller and were unable to engage the cable into the connection. The backup controller was stored in the carry case as instructed since implant and never used per the patient and vad team. The system controller was then exchanged. The healthcare provider indicated that the patient experienced an adverse event that required intervention to prevent permanent impairment/damage.